Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. In addition, the lead perforated through the skin and open wound which infected the device. It was also densely scarred down and was difficult to remove. The rv lead was eventually explanted successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. A removal difficulty was noted upon extraction of the rv lead as the vessel was densely scarred down. The rv lead was eventually explanted successfully. There were no additional adverse patient effects reported.